Event description:
The ge oec 2600 uroview fluoroscopy system displayed errors codes #426, 427, 428. The system reported had occasional shutdowns during procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective table sensor board was causing the malfunction. The table sensor board was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.